Manufacturer narrative:
Manufacturing site evaluation: samples received: 27 unopened & 3 opened pouches. Analysis & results: there are no previous complaints of this code batch. There are units in stock. Rec'd 27 closed samples and 3 open and used samples. Performed tightness test to the closed samples rec'd and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch MFR'g record, this product hade a normal process and the results during the process fulfill the OEM requirements. Complaint not justified. Corrective/preventive actions: na.

Event description:
Country of complaint (B)(6): the thread breaks very easily.